Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Additionally, it was reported that an altitude alarm occurred. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.